Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the lead on the right side of the neck quit working three days ago. It was noted that there was no known accident or incident related to the event. It was noted that the patient¿s status was unknown. Additional information received reported that the patient still had concerns with their device or therapy but was working with their health care professional or manufacturer representative and had an appointment on (B)(6) 2014.